Event description:
Device 2 of 2; reference MFR. Report# 3006705815-2019-00381.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report# 3006705815-2019-00381. It was reported the patient experienced an infection located at the ipg and lead site. In turn, the patient received IV antibiotics. Reportedly, the patient underwent surgical intervention wherein the ipg and lead was explanted which resolved the issue.

Event description:
Device 2 of 2: reference MFR. Report# 3006705815-2019-00381.